Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter read inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The alleged issue began on (B)(6) 2013. The patient alleged the subject meter read higher compared to a result of ¿750 mg/dl¿ obtained with another device, performed within 30 minutes of each other. Results obtained with the subject meter were not provided. The patient alleged the subject meter powered off after testing. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. Prior to testing, the patient claimed he had high blood glucose symptoms of headache, shaky, disoriented and blurry vision. The patient did not specify receiving medical treatment. At the time of troubleshooting, the cca noted an approved sample site was used for testing. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred. There was no indication that the patient¿s symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. Additionally, the patient confirmed his symptoms correlated with the alleged high results. However, this complaint is being reported because the alleged inaccuracy remained unresolved.